Event description:
A hospital in another country reported to our distributor that the rt204 adult breathing circuit inspiratory tube heater wire pin was bent. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in a foreign country. The product is not sold in the USA but it is similar to a product is sold in the USA. The device was visually inspected. The heater wire pin was bent preventing connection of the heater wire adapter on the inspiratory limb. Conclusions: the device was out of specification. This is a known issue with an occurrence rate of approx 0.0019% worldwide for the last year. This known issue has been addressed through a corrective action which will prevent bent pins from passing through the testing probes. No further investigation will be conducted on this complaint.